Manufacturer narrative:
Device evaluation: three devices were received and evaluated for the device fell off event. All devices were inspected. Functional tests performed verified that the foam pad adhesion strength was acceptable. The used condition of the foam pad prevented verification of the original adhesive properties. The complaint could not be confirmed based on the returned devices.

Event description:
The patient reported that they had issues with a few of their v-go 20 devices in which they fell off. No specific event dates or number of occurrences was reported. It was reported that the devices are available for return to the manufacturer for evaluation.